Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose. The customer blood glucose level was 125 mg/dl and 417 mg/dl at the time of incident. The customer was treated with insulin pump. Troubleshooting was performed. Assisted customer in performing a 5.0u fill cannula. Customer stated the insulin exited. Advise to reconnect tubing at quick released and prime a 5u fill cannula, customer stated insulin flow blocked. Advise to change the entire infusion system. The device will not be returned for analysis.